Event description:
The account alleged they replaced the sidecom board and now the bed will not place a nurse call. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.